Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient died from retractable seizures and cardiac arrest. The patient reportedly had an intractable seizure episode and was found face down in the bed at home. The patient was resuscitated and taken to the hospital where patient died a few days later of cardiac arrest. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.